Event description:
It was reported that the drill bit tip broke into the glenoid.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record (DHR) for this lot number was reviewed. There were no discrepancies observed that could contribute to this condition. Probable root cause(s) can be associated but not limited to: inadequate system design (strength) and/or insertion technique (user error). In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the drill bit tip broke into the glenoid.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.